Event description:
It was reported that the battery was saying it was low despite the battery being new.

Manufacturer narrative:
Other, other text: additional information d5 h6. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device is in good condition the technician installed a new lithium battery and turned device on. The reported issue was duplicated. The root cause of the reported issue was found to be a faulty main alarm printed circuit board (pcb). Replaced faulty main alarm pcb., corrected data: d1 d2 d3 d4 catalog number g1